Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was overheated and not working. The customer's blood glucose value was 381 mg/dl at the time of incident. The customer stated that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. The customer was advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.